Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously marked incorrectly. This MDR was not submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged the smell is more of a chemical odor. There was no report of harm/injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 02/23/2023 for further evaluation. The device was evaluated on 05/12/2023. The manufacturer visually inspected the external part of the device. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected by the manufacturer. Pil found no evidence of sound abatement foam degradation or breakdown. Pil did not smell any odor coming from the interior or exterior of the returned device. Pil found a white powdery substance on the blower motor's fan blades. Pil was unable to address the allegation of "device has strange odor". The manufacturer applied power to the device and verified airflow. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation, but white powdery substance on the blower motor's fan blades and are consistent with being from an external source. Section d8, d9, e1, h2, h3, h6 has been updated in this report.